Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited decrease in impedance and increase in capture threshold. No programming changes were made. Patient was stable and will be monitored.